Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the tip of the basket detached inside the patient, however, the device fragment was successfully retrieved. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the zero tip basket was performed. Following a detailed device analysis, it was found that the basket assembly was not bent, all basket legs were present and attached. The basket assembly was detached at the splice cannula. The outer sheath was noted to be buckled and kinked near the distal end of the device. The sheath s/a working length measured below the lower specification limit. Therefore, taking into consideration these factors and the analysis performed in the device returned, the most probable root cause will be ¿operational context¿. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint. A labeling review was performed and no anomaly was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the tip of the basket detached inside the patient, however, the device fragment was successfully retrieved. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.